Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: one photo and twenty-five samples were received by our quality team for evaluation. From the photo, illegible printing on single use symbol mark was observed. Twenty actual samples were received from batch 9164622 and five actual samples were received from batch 9114510. All samples were subjected to preform visual inspection and illegible printing on single use symbol mark were observe. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the photo and samples, it was observed that there is illegible print on single use mark. The syringe assembly process has been reviewed. It is suspected that the star dial bottom finger was slightly bent due to wear and tear and this will rub against the scale line intermittently during the part transfer process. The bottom disc star dial fingers have been grinded down to prevent rubbing against the barrel scale.

Event description:
It was reported that syringe 10ml ll bulk pack ns label was illegible. This occurred on 1817 occasions. The following information was provided by the initial reporter: printing of the "single use only" logo is incomplete. The lot is still using qty to reject yet to finalize.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9114510, medical device expiration date: na, device manufacture date: (B)(4) 2019. Medical device lot #: 9164622, medical device expiration date: na, device manufacture date: (B)(6) 2019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll bulk pack ns label was illegible. This occurred on 1817 occasions. The following information was provided by the initial reporter: printing of the "single use only" logo is incomplete. The lot is still using qty to reject yet to finalize.